Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) excessive helium leakage was found during routine maintenance of the equipment. It was not used on the human body and no casualties occurred.

Manufacturer narrative:
Due to character limitation: event site full name: (B)(6). A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the helium tubing assembly (0004-00-0103-02) after determining that the frame helium pipe was leaking. All functional tests were carried out on the equipment according to factory specifications. The iabp was returned to the customer for use.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g1 (contact person ¿ mfg site), g3, g6, h2. Corrected field: h4 (manufacture date), h6 (investigation findings). The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (B)(6). The failure analysis and testing dept. Received part number 0004-00-0103-03 with a reported unit failure of a helium leak. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the leak but no root cause able to be identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At. The most probable root cause per the dfmea is a loose connection.